Event description:
It was reported that the procedure was to treat an 80% stenosis in the distal right coronary artery (rca), with moderate tortuosity and no calcification. Pre-dilatation was performed reducing the stenosis to less than 40%. The 2.5 x 18 mm implant delivery catheter was advanced to the lesion without resistance. When attempting to deploy the implant, the balloon would not inflate and under angiography, contrast was observed to be leaking from the balloon. A new same size device was used to successfully complete the procedure. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information. Though the device is not approved for sale in the u.s., it uses a delivery system which is similar to a device sold in the u.s.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported balloon rupture was not confirmed; however, a proximal seal separation was noted. Based on visual analysis of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. A review of the lot history record revealed no non-conformances. A query of the electronic complaint handling database revealed no other incidents for balloon ruptures/leaks or separations/breaks reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.